Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 409 mg/dl at the time of incident. Customer other relevant blood glucose level was 400 mg/dl. Customer also stated that the bolus was not delivered. Customer treated high blood glucose level with insulin pump. Trouble shooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.